Event description:
Customer reported to beckman coulter, inc. (Bec) that they observed dried white crystals on the counter top below the right side of blood sampling valve (bsv) of the coulter lh 780 hematology analyzer. Customer reported that they were not able to determine the source of the leak. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed a dried area of crystallized fluid. The fse did not observe any leaking. The fse could not reproduce the problem reported by the customer. The fse performed preventative measures. To date, customer had not reported on any recurrence of leak.

Manufacturer narrative:
(B)(4).